Manufacturer narrative:
The device has been returned but the evaluation is not yet begun. The device has been sent to an independent laboratory to perform a culture test for the device for olympus. The results are pending. Device return date is not available. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, auxiliary channel, and balloon channel. Detergent is used during pre-cleaning; name of detergent is not provided. During manual cleaning brushing is performed for the instrument/suction channel, suction cylinder, balloon channel, and distal/areas around the elevator. Model numbers of the brushes used are not provided. Disinfecting is performed for manual cleaning with aniosyne. No information provided for the detergent. Automatic endoscopy reprocessor (aer) device is soluscope. Detergent and disinfectant used with are soluscope. The culture of the aer was also tested with no information provided. The device is stored in a simple eser storage cabinet without drying functionality. Maintenance of the device is by olympus. Previous maintenance history: on 07/12/22 preventive maintenance;on 09/20/22; and again on 12/30/22.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The returned device has been evaluated. The results of the independent laboratory performing a culture test for the device for olympus are available. Product return date and manufacture date are also available. This supplemental report is being submitted to provide this information. Please see the updates in sections: d9, g3, g6, h2, h3, h4, h6, and h10. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for all channels and the distal end indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016, with a number of revivable microorganisms is 1 cfu/endoscope for all channels. The microbiological quality of the device is satisfactory, for the parameters sought, for an endoscope subjected to level disinfection. Non targeted micrococcaceae were detected. The device is returned, and an evaluation completed for it. Observations for the device: air leak from distal end rubber coating (a-rubber). Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event from the customer. Event date is corrected and updated per the information provided by the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum on (B)(6) 2023: the culture tests for the device were performed prior to use in any procedure. Customer provided details of the positive test results for the device. Test results of (B)(6) 2023: for all channels: total aerobic mesophilic flora between 5 and 25 cfu. There is presence of indicator microorganism pseudomonas aeruginosa and enterobacter cloacae. For operating channel: total aerobic mesophilic flora between 5 and 25 cfu. There is presence of indicator microorganism pseudomonas aeruginosa and enterobacter cloacae. For suction channel: total aerobic mesophilic flora between 5 and 25 cfu. There is presence of indicator microorganism pseudomonas aeruginosa and enterobacter cloacae. Conclusion: the device does not conform to the regulations established. The endoscope cannot be used until two cycles of complete cleaning (swab plus disinfection of in automatic endoscopy reprocessor) are carried out with performing another bacteriological sample. The endoscope shall be in quarantine until the results are returned. Test results of (B)(6) 2023: total aerobic mesophilic flora between 1 and 4 cfu. There is presence of indicator microorganism pseudomonas aeruginosa. Conclusion: the device does not conform to the regulations established. The endoscope cannot be used until two cycles of complete cleaning (swab plus disinfection of in automatic endoscopy reprocessor) are carried out with performing another bacteriological sample. The endoscope shall be in quarantine until the results are returned. Test results of (B)(6) 2023, for channels: total aerobic mesophilic flora between 5 and 25 cfu. There is presence of indicator microorganism enterobacter cloacae. Conclusion: the device does not conform to the regulations established. The endoscope cannot be used until two cycles of complete cleaning (swab plus disinfection of in automatic endoscopy reprocessor) are carried out with performing another bacteriological sample. The endoscope shall be in quarantine until the results are returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on a clarification to results of third party testing (please see b6) and the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: brushing was not performed for biopsy port at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed at detection of bacteria. Moreover, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently due to the deviation. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.